Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they first noticed the high impedances on the day of the case december 14th 2018. The rep indicated that the cause of the high impedances was that they programmed the ins without the pocket adaptor, and once the rep programmed it with the pocket adaptor, high impedances were resolved. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. The rep was programming an ins before implant and asked about using the tablet to select electrodes. The rep stated that the doctor told them that all the values on the right vim lead were high and the caller stated that they were high when the doctor ran them. The rep was not with the doctor at the time of the call to further troubleshoot. The rep stated that they transferred the information from the old device to the new device and the electrode configuration showed one lead in each port, patient had a pocket adapter connected because they had two old extensions. Lead configuration was reviewed was able to get the caller to correctly program the ins for a lead configuration that included a pocket adapter. It was reviewed for the rep that it sounds like they had the old ins programmed with the incorrect lead config if there was actually a pocket adapter in place, and that would also be a reason that the r vim had high impedances. The rep was going to connect the patient's current battery again to determine how it was configured, but could not do so during the call. The rep will follow-up with the patient and the doctor to interrogate the device and determine if the lead configuration was set incorrectly on the old battery. No symptoms reported. Additional information was later received form the rep indicating the device configuration was programmed with the pocket adapter as discussed and it helped with impedances. However impedances were still slightly higher than normal but definitely below what was before. They were slightly above 2000 after reconfiguration and before they were above 40000. No further patient complications were reported/ anticipated as a result of this event.